Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and within the stat gard sleeve. No blood was observed inside the iab catheter. A photo and video were also provided and reviewed. The sheath was not returned. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. Blood may enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention, so blood does not spray over the user and patient. The reported event cannot be confirmed by the evaluation. Note: per instructions for use, if blood is seen passing the sheath seal following insertion through a sheath, disengage sheath seal from hemostasis valve. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after initiating intra-aortic balloon (iab) therapy blood was seen in the stat gard. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.